Event description:
Anesthesiologist had a "no output" alarm. Doctor turned vaporizer off and selected another agent. After a few minutes he returned to the desfluorane vaporizer and the vaporizer worked. This happened twice to the same vaporizer within 48 hrs.